Event description:
On (B)(6) 2025, the user¿s mother reported that the user, new to the ilet, was running a fever with flu-like symptoms and had large ketones. The agent reviewed the report showing bg fluctuations from 74 mg/dl to 277 mg/dl and advised contacting the healthcare provider to establish a ketone action plan. The highest blood glucose (bg) recorded was 277 mg/dl, and the lowest was 74 mg/dl. Bg was corrected through continued ilet insulin delivery. Symptoms included flu-like illness. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.